Manufacturer narrative:
07-dec-2016 product investigation results: reporter returned five toothbrush heads on 06-dec-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Hurts mouth [oral pain]; pin on top getting loose, through which the oral-b brush head is becoming loose and hurts in mouth [injury associated with device]; pin on top getting loose, sticks out further than usual [device breakage]; oral-b brush head becoming loose, doesn't attach properly [device connection issue]; product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via e-mail on 06-nov-2016 that recently he/she purchased some oral-b brushheads, version unknown and now the pin on top was getting loose, through which the brush head was becoming loose and it hurt his/her mouth. Concomitant product: oral-b rechargeable toothbrush, version unknown. The case outcome was unknown. No further information was provided. 12-nov-2016 received consumer's follow-up e-mail: the consumer reported that the brush head was from the oral-b power oral care refills precision clean series. The consumer described that the pin stuck out a little further than usual and the brush didn't attach properly. No further information was provided. 15-nov-2016 received consumer's follow-up e-mail: the consumer reported that he/she had purchased 2 packages of 4 brush heads. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Hurts mouth [oral pain]; pin on top getting loose, through which the oral-b brush head is becoming loose and hurts in mouth [injury associated with device]; pin on top getting loose, sticks out further than usual [device breakage]; oral-b brush head becoming loose, doesn't attach properly [device connection issue]. Case description: a consumer of unspecified age and gender reported via e-mail on 06-nov-2016 that recently he/she purchased some oral-b brushheads, version unknown and now the pin on top was getting loose, through which the brush head was becoming loose and it hurt his/her mouth. Concomitant product: oral-b rechargeable toothbrush, version unknown. The case outcome was unknown. No further information was provided. On 12-nov-2016 received consumer's follow-up e-mail: the consumer reported that the brush head was from the oral-b power oral care refills precision clean series. The consumer described that the pin stuck out a little further than usual and the brush didn't attach properly. No further information was provided. On 15-nov-2016 received consumer's follow-up e-mail: the consumer reported that he/she had purchased 2 packages of 4 brush heads. No further information was provided.